Event description:
A us distributor reported that an electrode belt connector will not stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were broken, creating an insecure connection with the monitor. Belt was repaired and refurbished. There was no adverse event that resulted from the damaged belt.